Event description:
Customer's family member reported that customer was hospitalized due to low blood glucose. Customer's family member also reported that customer is always connected during the manual prime. Advised to contact trainer for further instruction or proper used of the pump.